Manufacturer narrative:
Lead model # 8711, lot# unk, implanted 2006-(B)(6), explanted unk; catheter model 8709sc, serial # (B)(4), implanted 2011-(B)(6), explanted unk; catheter proximal revision kit model # 8596sc, serial # (B)(4), implanted 2011-(B)(6), explanted unk.

Event description:
It was reported that the patient experienced withdrawal. A revision was done in (B)(6) 2011 to fix the catheter. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.